Manufacturer narrative:
The reported issue was confirmed. The device was found to have a flow rate accuracy of 61.8%, which is beyond the requirement of ±5%. The issue was caused by a broken piece of pinch clamp which was obstructing the bearing peristaltic module. The device was repaired, recalibrated and retested to meet all specifications on (B)(6) 2016. The pump was not maintained periodically as suggested in the manufacturer user manual. The last maintenance record before the event was on (B)(6) 2015. The pump was beyond the maintenance time frame (one year) when the event happened. Upon receiving the complaint, it was initially determined as not reportable. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 11/15/2016.

Event description:
The user reported a flow rate issue. The user stated that "the calibration of the drops that are released are running more than it should". The volume and rate programed was 8ml per hour. The user stated that "it usually last 31 hours and it was only lasting 24 hours. Nurses watched it and it was dripping 1 drip then would drip 4 or 5 drips and then go to 2 drips and it wasn't a consistent time between the drips." No patient injury or harm was involved in this case.